Event description:
Allegedly, the doctor was performing a procedure when a piece of insulation came off the outer sheath and fell into the patient; the doctor immediately removed it. The procedure was completed and there was no impact to the pt.

Manufacturer narrative:
Evaluation confirmed that the insulation on the distal end of the 38300 outer sheath is nicked, chipped and cut. We believe damage is due to the outer sheath coming into contact with another instrument during the procedure.